Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device batch number pbk476 /vcp771dcn31, and no non-conformances were identified. Additional information was requested and the following information was obtained: was the needle removed from the patient during the same procedure?¿¿--- all answers above are unobtainable. Once there is any update, we will update the information. What tissue/location was suturing when pull off occurred? Were there any unexpected outcomes or complications as a result of this suture needle pull off event? Procedure date? To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent an orthopaedic left foot joint dislocation type fixation on (B)(6) 2020 and a suture was used. During the procedure, the suture pulled off the needle. Another like device was used to complete the procedure. There were no adverse patient consequences reported. Additional information was requested.